Manufacturer narrative:
Initial and final MDR 1934254 - MDR 3003442380-2024-19883 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient faced that 3-infusion set fell off during use. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. 1st infusion set has been for approximately 2 days, 2nd set for 5 mins, 3rd set for 2 hours . Tap was applied over the infusion set. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.